Manufacturer narrative:
Findings: pump was received with a64 error alarm during self-test due to faulty y1on rf board. Unit had cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was 203 mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer was advice to clear the alarm using esc/act. The customer was advised to disconnect and remove the reservoir. The customer was advised to program a easy bolus into the air and bolus amount was recorded in the bolus history. Customer stated ta temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.